Manufacturer narrative:
The pod was received with the soft cannula deployed and formed needle retracted. After investigation of the needle mechanism components, no issues were found that would result in a needle mechanism failure. The device ran for 493 pulses and was deactivated due to a 0x69 occlusion alarm. Rerun of the pod did not generate an occlusion alarm. Inspection of the fluid path and drive mechanism components found no damages or deficiencies that would result in an occlusion alarm. The exact cause of the occlusion alarm could not be determined.

Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to confirm the reported needle mechanism failure or to determine its root cause. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including confirming that the device deployed the cannula correctly.

Event description:
It was reported that the patient's blood glucose rose to over 400 mg/dl while wearing the pod between 36 and 48 hours on the infusion site (arm). The pink slide insert did not move into the viewing window, which indicates a failure of the needle mechanism to deploy as intended during activation. As treatment, the pod was removed and a new pod was applied.